Event description:
Caller states the patient tested1.2 inr on a coaguchek system and 18 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.